Event description:
Post injection septic arthritis with a strep infection [arthritis bacterial]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a pt (age and gender not provided), initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan gf-20) injection, dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date, the pt developed post injection septic arthritis with a strep infection. The action taken with synvisc treatment was not provided. The company assessed the event as medically significant. The outcome for the event of post injection septic arthritis with a strep infection was not provided. Relevant concomitant medications reported included steroids. The intensity for the event was not provided. The reporting physician did not provide the relationship of synvisc with the event.

Manufacturer narrative:
MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.